Event description:
It was reported that research pathology of an explanted heart found 1 unk xience stent in the left obtuse marginal coronary artery. The xience stent showed restenosis and grade v stent fracture. The cause of death was stent related death. The event occurred 101 days post stent implantation. The reporter believed stent fracture was related to a thin neointima, and thus 'lack of support' for the stent long term and the findings would apply to all second generation drug eluting stents which have thin neointima. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6) 2009 - estimated date of event. (B)(6) 2008 - estimated date of implant. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Stenosis/restenosis and death are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Based on review of all the available information, there is no indication of a product quality deficiency with respect to design, manufacturing, or labeling.